Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis treatment, the filter column of a prismaflex st100 set was leaking and did not work properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 8010182-2024-00055. All information can be found under manufacturer report number 8010182-2024-00055. Should additional relevant information become available, a supplemental report will be submitted.